Manufacturer narrative:
(B)(4). Address:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) clearlink continu-flo solution sets would not prime. The issue was resolved by replacing with a new set. The process step at which these events occurred was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Five (5) units were received for evaluation. Visual inspection revealed that there was an excess of solvent applied between the check valve and the tubing on four (4) of the sets. Visual inspection of the fifth set did not reveal any issues. Pressure testing, underwater clear passage testing, and functional testing were performed and revealed that the four sets did not flow. The reported condition was verified for the four sets. The cause of the condition was determined to be excessive solvent applied during manufacturing of the sets. The fifth set was found to operate per specification during all performed testing. The reported condition was not verified for this set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.